Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that insulin was leaking from the infusion set connector and the infusion set appeared to be occluded. No alert/error message was displayed on the infusion device because the insulin was leaking out. The patient's blood glucose was elevated to 20 mmol/l (360 mg/dl). The patient changed the infusion set and blood glucose decreased. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.